Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary-according to the information provided, it was reported that while the electrode (228146) was under use, the surgeon noticed that the tip was missing. S/he searched for the tip arthroscopically, but it was not found. Currently the patient is hospitalized. The device was received and evaluated. Visual inspection revealed that the white ceramic tip is broken and presented signs of activation. There was no visual damage to the cable, the connector and the shaft. Therefore, the device was sent to the supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of debris on and in the active tip. Also, it was not retained and could be removed. One of the corners of the ceramic has broken off and the missing section not returned; the remaining section of ceramic has evidence of contact marks (black marks on surface). The heatshrink insulation is marked/roughed at the distal end. Surgical residue visible in suction tube. There are not visible damage to the device shaft, handle, cable or plug. The electrical and functional test were not performed, due to the damage in the device. Supplier summary: inspection of the returned device established that a large section of the ceramic had broken away. There were marks on the remaining section of the ceramic from contacting another surface and the heatshrink was also marked at the distal end but neither observation would conclusively explain the failure. The shaft of the device is not distorted which could have suggested excessive force or the device was dropped. It is possible that the ceramic component had a fault prior to activation, although once again this cannot be confirmed from the evidence presented. The failure mode seen is consistent with other complaint devices investigated under CAPA which is open to investigate the occurrence of active tip failures in the field. A manufacturing record evaluation was performed for the finished device [u1908098] number, and no non-conformances were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received: was the x-ray results already obtained? : no. What was the results of the x-ray : no further information is available. Was the missing fragment located? : no further information is available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be iled as appropriate. Correction: further investigation has updated the investigation as follows to reflect the correct information: investigation summary: according to the information provided, it was reported that while the electrode (228146) was under use, the surgeon noticed that the tip was missing. S/he searched for the tip arthroscopically, but it was not found. Currently, the patient is hospitalized. The device was received and evaluated. Visual inspection revealed that the white ceramic tip was broken and presented signs of activation. There was no visual damage to the cable, the connector and the shaft. Therefore, the device was sent to the supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: the device has not been returned in its original packaging. The active tip was in a used condition, with evidence of debris on and in the active tip. Also, it was not retained and could be removed. One of the corners of the ceramic had broken off and the missing section was not returned. In addition, the remaining section of ceramic has evidence of contact marks (black marks on surface). The heatshrink insulation was marked/roughed at the distal end. Surgical residue was visible in suction tube. There were no visible damage to the device shaft, handle, cable or plug. The electrical and functional test were not performed, due to the damage in the device. Supplier summary: inspection of the returned device established that a large section of the ceramic had broken away. The visual inspection of the device could not be established a root cause for the failure. There were marks on the remaining section of the ceramic from contacting another surface and the heatshrink was also marked at the distal end but neither observation would conclusively explain the failure. The shaft of the device was not distorted which could have suggested excessive force or the device was dropped. It is possible that the ceramic component had a fault prior to activation, although once again this cannot be confirmed from the evidence presented. Further investigation work will be performed in attempt to discover root cause under CAPA. A manufacturing record evaluation was performed for the finished device [u1908098] number, and no non-conformances were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via personal interaction that during an unknown procedure, while using a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece, the surgeon noted that the tip of electrode was missing. They searched for the tip arthroscopically but it was not found. Device was first used when issue occurred. No surgical delay or patient consequences reported. Currently patient is hospitalized. Additional information received from the affiliate reported the electrode in question was used to depressurize the soft tissue. It was about halfway past the procedure (about 60% of the surgical process) that the surgeon was performing subacromial depressurization. Then, he found the ceramic component missing. He arthroscopically tried to locate the missing component in the subacromial and the joint area, which failed. He also checked the suctioned waste liquid, but the fragment was not in the liquid, either. Because the surgeon needed to treat the patient's other diseases, the electrode was used shorter than usual. It was also reported the procedure was delayed for less than 30 minutes and the patient was stable the next day. Also, the patient was x-rayed postoperatively. Based on the x-ray results, the surgeon will decide whether a revision is in need. The device is available for return.